Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging memory issues while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging memory issues and heart attack while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging memory issues and heart attack while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service centre for further evaluation. The device was evaluated. During the investigation pil observes a small amount of unknown brownish contaminant on the top enclosure, a light dusting of dust-like material on the top enclosure, front panel, rear panel. An unknown line of contamination on the edge of the bottom enclosure. A brownish dust-like contaminate throughout the bottom enclosure, a dust-like contamination on the blower. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There was 1 error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. They were unable to directly address the symptoms. Sections d9, h2, h3 and h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) updated in this report